Event description:
The product complaint report shows the customer reported the loss of keypad tones and alleged the audible alarm stopped working after approx 30 minutes of operation. The facilities biomedical technician inspected the device and replaced the alarm assembly. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.